Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They clarified that the patient does not have an epidural lead, only an occipital and supraorbital lead. On (B)(6) 2018, the surgeon ended up cutting the lead and removing the exposed lead, and left the remaining end connected to the ins within the body. When the lead is replaced in 6-8 weeks, the cut lead will be removed. It was confirmed the partially explanted lead will not be returned to the manufacturer for analysis. It was also reported that the ins had depleted because the patient had turned off their device and didn't want to charge it while their lead was protruding out of the skin. The rep was able to charge the ins up right away without issues after the partial lead explant on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that lead became visible. Normal use was the factor that may have led or contributed to the issue. Lead explant occurred. Rep further explained that the patient's occipital lead was coming through skin only distal side; coverage and pain relief were great, but lead had to be removed. No sign of infection. Will re-implant in 6-8 weeks. The issue was resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins had no charge and could not be interrogated and that the patient was going to have an occipital lead revision. The surgeon was intending on removing the distal end of the occipital lead by cutting it proximal to the ins connection and leaving the proximal portion connected to the ins. It was noted the patient's second lead in the epidural space was going to be left intact. It was reported the surgeon plans to replace the occipital lead in the future. The rep inquired if the cut lead connected to the one ins port would impact future functionality. It was reviewed that once the ins is recharged, that the contacts associated with the cut lead should not be used as active electrodes. No further complications were reported or anticipated.